Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed twice for no delivery after a bolus. The blood glucose reading was 400 mg/dl. The infusion set had a bent cannula and the customer declined troubleshooting for high blood glucose. The customer successfully treated with a bolus. The insulin pump was not replaced or returned for analysis.